Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement of two proglide devices was successful in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair interventional procedure. The arteriotomy was 7f and the sheath was upsized to 16f after both sutures were in position. Delivery of both knots was successful; however, upon locking the first knot the physician pulled the rail suture too tight and snapped the suture. A suture break occurred. Although the knot of the second suture was locked in place, moderate bleeding occurred. Manual arterial compression was applied for 15 minutes and complete hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device.